Event description:
It was reported that during a pediatric laparoscopic appendectomy procedure the surgeon was firing the device and it was difficult to close. He then fired the device and when he observed the staple line it had malformed staples. They used a second device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix at what location on the tissue? Mesoappendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. .